Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 8 mm. X 2 cm. Balloon catheter burst. There was no reported patient injury. The product will be returned for inspection. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The 80 cm. Powerflex pro 8 mm. X 2 cm. Balloon catheter (bc) burst. There was no reported patient injury. Multiple attempts to obtain additional information have been unsuccessful. The product was returned for analysis. One non-sterile unit of powerflex pro 8 mm x 2 cm 80 cm bc was returned. Per visual analysis it was noted that the balloon was burst. No other issues were noted. Per sem analysis the external surface revealed evidence of scratch marks adjacent to the burst and it¿s very likely that the same factors that caused the scratch marks on the balloon outer surface also contributed to the burst condition found. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17232790 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the very limited information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.